Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 1: a sample was submitted to the manufacturer for evaluation. The representative sample underwent visual inspection, during which no defects or abnormalities were identified. The sample was subsequently subjected to luer taper testing, and no issues were observed at either the arterial line or the venous line. Additionally, the sample was subjected to leak testing, during which it did not meet the required performance criteria at the blue patient connector. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in the place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
Event 1 according to the complainant, microbubbles were visible at the blue venous line connector of the streamline bloodline set during operation. No patient complications were reported as a result of this event.